Manufacturer narrative:
.

Event description:
An aneurx stent graft device was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported after successfully deploying the stent graft at the intended lesion, the quick disconnect button was difficult to detach; however, the physician was able to detach the quick disconnect button. It was also reported that the delivery system was difficult to remove from the guidewire. The physician stated that the guidewire may have had a kink, which could contribute to the difficulties in the removal delivery catheter. No add'l clinical sequelae were reported and the pt is fine. Medtronic has received the device and its analysis had been completed. The delivery catheter was received in the original shipping box and there was no damage noted on the box. The quick disconnect slid open and easily disconnected during the eval of the device, unable to duplicate the reported failure. The guidewire was not returned for eval. The cause of the difficulties disconnecting the quick disconnect can not be determined.